Event description:
Clinical study 77 days after a drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated was a 2.50mm, 95% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. The were no reported complications. The patient was discharged the same day on plavix and aspirin. 77 days after the procedure, the patient required a tvr. The physician treated the 2nd obtuse marginal portion of the vessel by successful placing a guidant vision and a johnson and johnson cypher stent of unknown size. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown, and there was no restenosis of the vessel.

Event description:
It was further reported that target lesion 1 was in the 2nd obtuse marginal and was 24mm long, with 0% residual stenosis after stent placement. 77 days post procedure, the pt was admitted with complaints of recurrent exertional chest discomfort. Outpatient nuclear stress test (date unknown) revealed " a large reversible inferolatral perfusion defect". The pt was referred for cardiac catheterization. Angioplasty the same day revealed, lcx 80% instent restenosis in the second om with poor distal runoff and a timi ii flow. Inervention consisted of ptca to the second om. A significant dissection was identified distal to the pre-existing stent. A 2.25 x 23mm mini-vision stent was deployed (extending proximally into the distal end of the pre-existing stent), with good distal runoff. A 2.5 x 18mm cypher stent was deployed (within the previously placed stent) in the second om. Residual stenosis was 0% following post-dilation. Final angiography revealed excellent results and a timi iii antegrade flow restored throughout the lcx. The pt remained stable and was discharged the next day on asa and plavix therapy.